Manufacturer narrative:
The device has not been returned. As such, the actual device evaluation is not performed. Evaluation is done by historical data. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since the device is not returned root cause of e103 lamp error message cannot be determined. However, likely causes are: ignition failure or lamp failure due to device aging. E103 is a light source ignition error message. Since the delivery was in (B)(6) 2014, it is highly likely that the ignition-related devices had deteriorated due to long term use, resulting in a malfunction of the ignition when the lamp was turned on, and the lamp did not turn on properly. Poor lighting (life) due to aging of the lamp/third party lamp.

Manufacturer narrative:
Due diligence has been executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had an e103 lamp error message. The device had a new third party lamp. There was no reported patient involvement.